Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 650 mg/dl. The customer stated that he was vomiting and was extremely nauseous. The customer stated that he was in ICU for several days, and was unconscious. The customer stated that he changed the battery, but it didn't appear to have a full charge. The customer then used a lithium battery. Advised the customer to only use alkaline batteries. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.